Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
A review of the customer provided image is consistent with the reported event of a broken cable at the distal end. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and the complaint was not confirmed. The returned product did not exhibit the event described in the complaint. A visual inspection of the instrument was performed on the distal tip and proximal end. No damage to the steel cables was found. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. Field h9 has been corrected to reflect that the reported issue is not related to a corrective field action.

Event description:
Refer to h11 for follow-up information.